Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage among the base, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery a gii c/r art ins sz 1-2 11mm was not assembled. Surgery was finished with a s&n back up device, with a delay greater than 30 minutes. Patient was not injured as consequence f this problem.